Event description:
It was reported to boston scientific corporation that a wallstent enteral endoprosthesis was implanted within the colon of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a malignant stricture within the hepatic flexure of the colon. The stricture was reported to be approximately 2 cm in length. The patient's anatomy was reported to be tortuous. During the procedure, a wallstent enteral endoprosthesis was implanted within the target lesion. However, following deployment, the stent migrated distally. Therefore, a second stent was implanted within the target lesion to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Event description:
It was reported to boston scientific corporation that a wallstent enteral endoprosthesis was implanted within the colon of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a malignant stricture within the hepatic flexure of the colon. The stricture was reported to be approximately 2 cm in length. The patient's anatomy was reported to be tortuous. During the procedure, a wallstent enteral endoprosthesis was implanted within the target lesion. However, following deployment, the stent migrated distally. Therefore, a second stent was implanted within the target lesion to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
A visual examination of the returned device found that outer sheath was fully retracted and the stent had been fully deployed from the device. The stent was not returned. A kink was noted in the shaft in the location of the distal end of the stainless steel shaft. No issues were noted with the profile of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
(B)(4) for the reported issue of stent placement problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.